Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, it was reported that the patient was hemolyzing. The pump was reported to be deep, measuring at 6.1cm. The pump was repositioned to 4.5cm. Patient was reported to be stable at the outcome of the procedure.

Manufacturer narrative:
Investigation summary: hemolysis/mechanical interaction with blood: the cause of hemolysis was unable to be determined due to lack of product and data logs returned for analysis. Device in wrong position: the cause of the device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.